Event description:
A call to technical services on 7/10/2012 states that a medtronic lv lead was turned off due to high thresholds. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).